Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, the pump had a high sleep current measurement. The pump was monitored and no unexpected pump error 35 alarm noted. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump.there was no pump error 35 alarm recorded in the formatted history file. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2024 in the formatted history file.lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 23:49:00.000 (B)(6) 2024 01:14:00.000 (B)(6) 2024 01:24:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing.pump error 39 alarm was recorded and found in the formatted history file on: (B)(6) 2024 16:03:55.000, 01/25/2024 19:12:32.000 (B)(6) 2024 22:58:32.000 (B)(6) 2024 15:28:50.000, (B)(6) 2024 16:19:51.000 (B)(6) 2024 17:05:41.000, (B)(6) 2024 19:15:31.000, (B)(6) 2024 19:19:36.000 (B)(6) 2024 19:20:03.000, (B)(6) 2024 19:24:48.000, (B)(6) 2024 19:37:17.000 (B)(6) 2024 19:39:53.000, (B)(6) 2024 19:41:36.000, (B)(6) 2024 19:41:36.000 (B)(6) 2024 19:43:42.000, (B)(6) 2024 19:51:19.000, (B)(6) 2024 19:52:12.000 (B)(6) 2024 19:52:57.000, (B)(6) 2024 20:16:18.000, (B)(6) 2024 20:16:51.000 (B)(6) 2024 20:38:53.000, (B)(6) 2024 21:00:41.000, (B)(6) 2024 21:02:00.000. Pump error 39 alarm was confirmed according in the formatted history file, suspected on hw. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 16:05:18.000 (B)(6) 2024 19:46:41.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2024 16:04:19.000 (B)(6) 2024 16:04:33.000 (B)(6) 2024 16:04:50.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 5:14:58 pm. There was no power data available for the date of (B)(6) 2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted.the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement.a high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the hw (pcba 1/pcba 2). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading.pump error 35 alarm was not confirmed. However, pump error 39 alarm was confirmed according in the formatted history file, suspected on hw.also, a high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the hw (pcba 1/pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 35 (a broken force sensor was detected during seating or regular delivery). No harm requiring medical intervention was reported. Troubleshooting was performed for the reported event. The customer was able to clear the error but was unable to complete the rewind process. The customer will discontinue using the insulin pump and the pump will be returned for analysis.